Manufacturer narrative:
Corrected information provided in h6. (Previously reported device codes 2524 submitted in error). The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure as the surgeon injected the lens, the part of the optic with trailing haptic attached seemed to not release from the blue plunger. As he withdrew the plunger it broke off the optic and returned into the inserter. The broken lens was removed from the eye, and a second lens was inserted without issue. Additional information was requested.